Manufacturer narrative:
E1 - initial reporter: second physician was dr. (B)(6). H3 - device eval by manufacturer: the lotus edge device handle (B)(4) was returned for examination. A kink was noted on the outer curvature of the outer sheath 65 mm proximal to the tip of the nose cone. There was no other damage noted.

Event description:
It was reported that the lotus edge delivery system was kinked. A 27mm lotus edge valve system was chosen for a transcatheter aortic valve replacement (tavr) procedure. Balloon valvuloplasty was performed on the native aortic valve in accordance with the directions for use (dfu). The anatomy of the aortic arch was not tortuous. Difficulty was encountered during advancement of the lotus edge valve system in positioning the device marker on the outer curvature of the descending aorta. Once correct positioning of the device marker was gained the device was advanced through the aortic arch. While crossing the aortic arch a kink was noticed on the lotus edge delivery system catheter. The lotus edge valve system was removed from the patient and replaced with another 27mm lotus edge valve system to complete the procedure. The patient was stable during and after the procedure.

Manufacturer narrative:
Second dr. (B)(6).

Event description:
It was reported that the lotus edge delivery system was kinked. A 27mm lotus edge valve system was chosen for a transcatheter aortic valve replacement (tavr) procedure. Balloon valvuloplasty was performed on the native aortic valve in accordance with the directions for use (dfu). The anatomy of the aortic arch was not tortuous. Difficulty was encountered during advancement of the lotus edge valve system in positioning the device marker on the outer curvature of the descending aorta. Once correct positioning of the device marker was gained the device was advanced through the aortic arch. While crossing the aortic arch a kink was noticed on the lotus edge delivery system catheter. The lotus edge valve system was removed from the patient and replaced with another 27mm lotus edge valve system to complete the procedure. The patient was stable during and after the procedure.